Event description:
It is reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2020, with no revision surgery reported. There is no device information provided. No radiographic images of the device are provided. There is no other information available.

Manufacturer narrative:
H10. Pending investigation.

Manufacturer narrative:
D10: concomitant devices. (B)(6) 02-012-60-1425 - tru stem ext 14mm x 25mm. (B)(6) 02-020-11-0345 - truliant ps cem fem ps cem right sz 4.5. (B)(6) 200-02-35 - three peg patella 35mm. (B)(6) 204-70-00 - tibial stem ext. Screw. (B)(6) 02-022-45-4535 - truliant tib fit tray cem sz 4.5f/3.5t. (B)(6) 02-022-35-4509 - truliant tib imp ps insert sz 4.5 9mm. H6: corrected the following: health effect - clinical code, health effect - impact code, component code, type of investigation, investigation findings, investigation conclusions. Manufacturer narrative updated: the reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and/or related to inclusion of the polyethylene in the packaging recall. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.